Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿deployment issue that results in the exposed stent removed from the patient with the delivery system¿ and "flexor kinked/ stretched/ broken/ compressed". Dr (B)(6) from (B)(6) hospital had a problem during the release of an evo-pc-10-11-8-b lot number: c1529433. The event date is today ((B)(6) 2018) and I was present when it happened so I have been notified in person. The product has been kept for analysis and will be returned. "As per complaint form": the physician, after gaining access to the bile duct, inserted wire guide and open the stent box. He introduced without any problem the stent in the biliary duct and start to deploy. The stent initially start to deploy normally but after 3 squeezes of the trigger it stopped and start giving no response to the trigger. The nurse then waited and after 1 minute tried to recapture the stent without success. Then he tried again to deploy but no movements were observed neither endoscopic ally nor with x ray. The physician decided to remove the stent and place another evolution and he concluded the procedure with no problem. The stent delivery system is visually damaged in the flexor part.

Event description:
This file is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿deployment issue that results in the exposed stent removed from the patient with the delivery system¿ and "flexor kinked/ stretched/ broken/ compressed". Dr paolo giorgio arcidiacono from san raffaele hospital had a problem during the release of an evo-pc-10-11-8-b lot number: c1529433. The event date is today ((B)(6) 2018) and I was present when it happened so I have been notified in person the product has been kept for analysis and will be returned. "As per complaint form": the physician, after gaining access to the bile duct, inserted wire guide and open the stent box. He introduced without any problem the stent in the biliary duct and start to deploy. The stent initially start to deploy normally but after 3 squeezes of the trigger it stopped and start giving no response to the trigger. The nurse then waited and after 1 minute tried to recapture the stent without success. Then he tried again to deploy but no movements were observed neither endoscopic ally nor with x ray. The physician decided to remove the stent and place another evolution and he concluded the procedure with no problem. The stent delivery system is visually damaged in the flexor part

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar' cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the (B)(6) 2019. Flexor was kinked and retrieval loop was broken. Following the laboratory evaluation second complaint file was raised to address the second failure mode retrieval loop breakage documents review including IFU review: prior to distribution all evo-pc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-8-b device of lot number c1529433 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1529433; upon review of complaints this failure mode has not occurred previously with this lot #c1529433. The instructions for use ifu0057-5 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use" and "when stent point-of-no return has been passed, disconnect luer lock fitting and remove safety wire completely from delivery handle." There is no evidence to suggest that the customer did not follow the instructions for use ifu0057-5. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous anatomy. Its possible that tortuous may caused a build-up of pressure and this may have resulted in the flexor becoming kinked. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.